Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the sleeve was found to be torn upon attempt to perform irrigation-aspiration. The product was replaced and the procedure was completed. There was no patient harm.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. An opened small part tray was returned and was visually inspected. The sleeve was torn near the middle of the infusion sleeve shaft which is consistent with damage that occurs as a result of the phaco tip inadvertently piercing through the infusion sleeve during setup. This error will cause a tear in the infusion sleeve consistent with what was observed for this sample. Based on the analysis of the returned sample, the customer's event is related to customer handling during the surgical set up process. Improper mounting of the infusion sleeve on the handpiece can cause a tear on the infusion sleeve, leading to the customer's reported experience. After an investigation of this complaint, it has been determined that no action will be taken at this time as the root cause is related to user handling. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).